Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 02/25/2016 to report a hypoglycemic event that occurred on (B)(6) 2015. Patient's mother stated that the patient had to receive glucagon because his blood sugar dropped to 26mg/dl. Patient's mother administered the glucagon. At the time of contact, patient was fine. Additionally, patient's mother tested the receiver's audio function and the receiver did not beep. No additional event or patient information was provided.